Event description:
It was reported that during the medical procedure the subject stent was used as a replacement stent. However, during advancement through the microcatheter resistance was experienced in the shaft of the microcatheter. When the physician withdrew the microcatheter, it was discovered that the subject stent got deployed in the shaft of microcatheter connected with the first stent. The microcatheter and the stents were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2/2 reports (second MDR). D9 - product available to stryker - updated d9 - returned to manufacturer on ¿ updated h3 device evaluated by mfg - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was return deployed and noted to be deformed. The distal end of stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer sheath distal tip was noted to be damaged. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The remaining ar codes 'stent difficult/unable to advance or pullback through catheter' and 'device interaction with another device' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician initially used coil embolization combined with a 2.5×15 stent for assisted embolization. During the delivery of the stent through the microcatheter, the physician did not observe the stent body. After withdrawing the entire system outside the body, the physician confirmed the lumen status of the microcatheter using a guidewire and found no stent detachment. However, due to the persistent aneurysm hemorrhage, the physician decided to change the strategy and use a 3.5×20 stent (subject device) to occlude the posterior communicating artery. When delivering the second stent through the same microcatheter, the physician encountered excessive resistance. After withdrawing the stent, it was found that the first stent had deployed and become stuck inside the microcatheter. Both stents, connected together, were withdrawn'. Note: the second stent, the 3.5x20cm stent, is the subject device of this investigation. The stent was returned for analysis in a deployed condition and was noted to be deformed. The introducer sheath was returned for analysis and the distal tip opening was noted to be crushed/deformed. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the distal end of the wire. Given the event description and the condition of the analyzed device sub-components, it is likely that the introducer sheath was set up correctly as reported in the follow-up good faith efforts (gfe) responses. It was only when the stent was being advanced through the microcatheter lumen that it experienced resistance due to the presence of the other stent (the subject stent of 1st MDR). Due to the fact that the user stated that they had checked the lumen of the microcatheter using a guidewire and were unable to detect the presence of the earlier stent, an assignable cause of procedural factors has been assigned to the 'as reported', 'stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and 'device interaction with another device' and 'as analyzed', 'stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the medical procedure the subject stent was used as a replacement stent. However, during advancement through the microcatheter resistance was experienced in the shaft of the microcatheter. When the physician withdrew the microcatheter, it was discovered that the subject stent got deployed in the shaft of microcatheter connected with the first stent. The microcatheter and the stents were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.